Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the reported actuator mandrel material protrusion/extrusion in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report material protrusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, during removal of the cds while leaving the steerable guide catheter (sgc) in place, the mandrel inside the delivery catheter tip was protruding further than expected as the mandrel did not get introduced into the clip introducer. The cds was removed and another cds was advanced onto the sgc. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.